Event description:
It was reported that during an unk case, there were malformed clips. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 03/18/2008. Info anticipated, but unavailable at this time.